Event description:
Provider states that this unit was just repaired on (B)(4). When the consumer received the machine on (B)(6), it ran for about 4 hours then alarmed and shut down. This unit is in a facility and used for more than one person.